Event description:
It was reported that the customer accidentally laid on her insulin pump and bolus herself 16.1 units. Customer's blood glucose level was 98 mg/dl. Customer called back about ten minutes later and her blood glucose level was 58 mg/dl. Customer did not want to be taken to the hospital. Customer was advised to change the max bolus for her own safety from 24 to 5. Customer's blood glucose level was 92 mg/dl. Customer was called back later by the helpline and customer reported her blood glucose levels were 150 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.